Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) has received the device involved with the complaint and completed the device evaluation. Investigation revealed the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable and missing crimp found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the tenaculum forceps instrument stopped working, the instrument was removed and replaced and the planned surgical procedure was completed. The instrument was examined and a broken cable was identified. During examination, a piece cable came off. There were no reports of fragments falling into a patient. There were no reports of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.